Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not enter standby mode. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The device was in clinical use when the issue occurred. There was no patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported there was no damage, and that the system complies with the specifications, and the device can be used without restrictions.